Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the coiled catheter was first noticed 2 years ago. The cause of the coiled catheter was unknown. It was reported that a new catheter was placed. The patient's weight was noted as (B)(6). The serial number of the catheter remained unknown. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter.. Other relevant device(s) are: product ID: neu_unknown_cath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was not reported. It was reported that the old catheter was relocated/repositioned/coiled up. It was unknown when the issue occurred. There were no symptoms reported. There were no further complications reported/anticipated.